Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope, an extractor balloon, a truetome, and 2 advanix biliary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2021 as part of the exalt d scope 01b clinical study. There were no reported malfunctions associated with the exalt scope, extractor balloon, truetome, or advanix biliary stents. The patient had a medical history of current immunosuppression (pharmacologically induced) due to post-liver transplant, documented biliary or pancreatic stricture, abnormal imaging finding of an anastomotic stricture and "kink" in previously placed non-bsc biliary stent, 2 previous ercps, prior biliary sphincterotomy (major papilla), prior stent placement, and liver transplantation. On (B)(6) 2021, the patient experienced an adverse event of possible cholangitis and a fever with some increase in white count as a symptom of the cholangitis. As a result, the patient was hospitalized on (B)(6) 2021. The fever came down quickly after treatment. The patient was treated with zosyn IV x 2 days; cipro/flagyl as outpatient. Blood cultures were ordered and came back negative. The possible cholangitis was resolved on (B)(6) 2021 and the patient was discharged on (B)(6) 2021. The exalt scope, extractor balloon, truetome, and advanix biliary stents were reported to be unlikely related to the patient's possible cholangitis. The possible cholangitis was reported as possibly related to the ercp.